Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation for evaluation. Instead the device's data file was provided. Review of the data file showed that the device was able to capture when the heart rate and current were above device established patient thresholds. However, there were several times where the heart rate and current did not meet the thresholds and was therefore did not pace which is normal. After review of the device log, it was concluded that the device was functioning as expected during the reported incident. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to pace an (B)(6) male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace an (B)(6) year-old male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the patient subsequently sustained a serious injury. There is no more information available at this time.